Event description:
A report was received that the pt was experiencing a change in stimulation. The pt was feeling surges in stimulation and was no longer feeling stimulation in her pain area. A bsn clinical engineer performed troubleshooting and discovered a range of intermittent high impedances on the lead. The pt had the entire precision system explanted.